Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the pump battery was depleting quickly, the insulin gauge was inaccurate and that there was a loss of connection between the transmitter and pump with no continuous glucose monitor sensor readings. There was no reported adverse impact to the customer's blood glucose level. Customer declined follow up from tandem technical support and further information was unable to be obtained.